Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of palpitations. The device was interrogated and it was noted that an electrical reset had occurred. There were two non-sustained tachycardia episodes recorded; however, there was nothing recorded that coincided with the patient's symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.